Event description:
The customer reported that their AED will not power on and is giving off a strange noise. The customer stated that with the test battery it gave off intermittently a chirping noise and will not download any files. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED will not power on and is giving off a strange noise. The customer stated that with the test battery it gave off intermittently a chirping noise and will not download any files. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.